Event description:
The customer reported an elevated advia centaur xpt total hcg (thcg) patient result that was discordant relative to retesting. The initial elevated result was reported and questioned by the physician. The sample was retested in duplicate and the results were lower. A corrected report was issued with the lower results. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens investigated a united states customer report of an elevated advia centaur xpt total hcg (thcg), lot: 361, patient result that was discordant relative to retesting. The patient sample initially resulted 95 miu/ml. The sample was repeated twice later in the day and both results were <1 miu/ml. The lower results were considered correct. Quality control (qc) recovered within acceptable ranges and no issues were reported with other patient samples. The customer received a sample probe tip detection error on the instrument immediately after the discordant result was generated. The error stopped the system from processing samples. While troubleshooting, the customer found several jammed sample tips containing serum near the sample tip orientation chute. This could potentially cause sample contamination. The customer homed the system multiple times and was able to resume running. The system continued to run with jammed sample tips until they were later removed. Service was dispatched to inspect the instrument for this event. A total service call was performed, but no instrument issues were identified at that time. The engineer ran multiple replicates of a negative sample, and all values resulted <1 miu/ml. The customer is operational, and the reported issue was resolved by routine troubleshooting.